Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the drainage bag interface of the matching waste fluid bag of an oxiris set during continuous renal replacement therapy (crrt). Upon further inspection, the waste fluid bag was ¿broken¿. An unspecified alarm triggered, and the nurse replaced the spare waste liquid bag and crrt was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.